Event description:
The pt had a syncopal episode and sustained injuries (nature unspecified). The physician does not suspect that the episode is pacemaker-related. However, when he saw the pt today, he was unable to communicate with the device, with description sounding like a "no signal" condition, rather than noise. Reportedly, the ECG shows normal behavior, with p-wave tracking and normal magnet response.